Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the pulse generator exhibited a diagnostics anomaly. After the device was reprogrammed, interrogation was successfully performed and measured data could be read.